Event description:
The surgeon indicated the torque handle was very hard to rotate and was concerned about over tightening. He struggled with the angulation of the screws and what appeared to be over torquing on all four anchors implanted in the l4/5. Upon completion, a crack was detected in the pedicle.

Manufacturer narrative:
Two separated torque handles were customized for the surgeon on the same work order. The customization had no effect on the fit, form or function of the instrument. Only the overall length of the "t" section of the handle was altered from its original size. Both instruments were returned and evaluated which found no anomalies. Performance testing/calibration verification confirmed both 100 in-lbs torque wrench continue to deliver the proper amount of torque to safely secure sets screws within the construct.